Manufacturer narrative:
The device is not expected to return as it was surgically abandoned. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was capped due to fracture. No additional adverse patient effects were reported.